Manufacturer narrative:
The device was disposed of by physio-control and the customer received a replacement device. Physio downloaded the device's electronic records from the event for review and determined that the cause of the reported issue was due to the user manually removing the device's charge by pressing the energy down button. The reported issue was the result of user error and not the result of a device malfunction.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it failed to deliver defibrillation therapy when the user pressed the shock button. They were able to switch to a back up device and use that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and it failed to deliver defibrillation therapy when the user pressed the shock button. They were able to switch to a back up device and use that to continue patient care. There were no reports of any adverse effects to the patient as a result of the reported issue.